Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed endocarditis due to an mild infection. The patient's medication was changed which resolved both the infection and inflammation. No other adverse patient effects were reported. This rv lead remains implanted and in service.